Event description:
A customer contacted baxter's technical service center regarding an overfill issue while using the homechoice device. The home pt does a midday manual exchange and states that after filling with 700ml for the last fill, the home pt drains approx. 1800ml. The pt's ultrafiltration after the most recent therapy was 437. Home pt has not been experiencing any symptoms of overfill. Home pt refused to send device for eval. No pt injury or medical intervention was reported.

Manufacturer narrative:
.